Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the black box showed multiple power on reset events after call service (B)(4) replace battery alarms associated with a post-delivery motor power supply fault. The battery compartment was confirmed to be cracked at the threads on the side. The battery cap was not returned, and testing was performed with a test battery cap. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during investigation. The pump cover was removed to find no moisture corrosion or intermittent conditions to the printed circuit board. The power allegation was unable to be duplicated during the investigation. Unrelated to the original complaint, evidence of moisture corrosion was found n the battery canister. A leak was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.